Event description:
A malfunction alarm with code malf 16 was reported, and it was determined that there was no adverse impact on the customer¿s blood glucose level. The customer was instructed by tandem technical support to switch to multiple daily injections (mdi) as a backup therapy to ensure consistent insulin delivery. A replacement pump was arranged to be shipped to the customer, and they were advised on how to put the current pump in storage mode before returning it with a pre-paid label within 10 days.